Event description:
It was reported that the patient is undergoing radiation treatment and was not "feeling well." An arrhythmia was encountered and the patient presented to the emergency department. Upon device evaluation it was revealed that a power on reset (por) had occurred. The device was reprogrammed to nominal settings, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 lead, implanted: 2011-11-30 (B)(4).